Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic resection of sigma procedure, while on colon, the anvil of the four (4) reloads could not be closed with the handle. The 4 reloads were also tried to close on another handle but the same problem occurred. The reload does not closed correctly at the distal end, so it was not possible to insert the instrument with a 12mm disposable trocar. Another reload was used and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted, and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.